Manufacturer narrative:
Customer states this most recent box of curad bandages I purchased does not adhere well at all. I've tried using multiple bandages in hopes they would adhere to each other, but even that is proving ineffective. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer states this most recent box of curad bandages I purchased does not adhere well at all. I've tried using multiple bandages in hopes they would adhere to each other, but even that is proving ineffective.